Event description:
It was reported to boston scientific corporation on april 15, 2010 that a c.r.e. Balloon dilatation catheter device was used during an esophageal dilatation procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the cre balloon dilator was inserted into the endoscope and positioned within the esophagus. The esophageal dilatation was performed successfully, however during deflation, the balloon would not completely deflate. The account had difficulty extracting the cre balloon dilator from the endoscope, therefore the cre balloon and the endoscope were removed together from the patient as a unit. The procedure was completed with this device and there were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
The patient is over 18 years old. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the balloon had a relaxed profile with liquid visible inside (indicating prior inflation). The catheter shaft was cut into two, therefore a functional evaluation of the catheter balloon could not be performed. The stopcock and wingtool were not returned and no other damage to the device was found. It is probable that a kink/bend occurred where the shaft was cut due to operational use. A kink/bend in the device during deflation could result in deflation difficulties. If the balloon was not deflated completely, this would lead to difficulties in retracting the device from the scope. Based on the evaluation conducted and the details of the complaint, the root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a c.r.e. Balloon dilatation catheter device was used during an esophageal dilatation procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the cre balloon dilator was inserted into the endoscope and positioned within the esophagus. The esophageal dilatation was performed successfully, however during deflation, the balloon would not completely deflate. The account had difficulty extracting the cre balloon dilator from the endoscope, therefore the cre balloon and the endoscope were removed together from the patient as a unit. The procedure was completed with this device and there were no patient complications as a result of this event. The patient was reported to be fine post procedure. Additional information received: "outside of the patient, the physician cut the catheter shaft in order to remove the device from the scope."